Event description:
It was reported that the bronchovideoscope image was filled with numerous "snowflakes," resulting in blurred vision that hindered observation. The issue was found during a bronchoscopy procedure to assess the lung condition. The intended procedure was completed with an olympus backup device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.